Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture (loc) in the left ventricle and capturing the patient's right atrium. The physician suspected an lv lead dislodgement and elected to program the patient's device to right ventricular therapy only. The physician plans to continue monitoring the situation and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.